Manufacturer narrative:
The device was received fully deployed. The download data showed that an 0x41 alarm was generated, indicating rotation sensor maximum summed error table. No timeouts or drive stalls occurred, however rotational sensor abnormalities were observed in the data. Rerun replicated the rotational sensor malfunction. Contamination was observed on the commutator cap and debris was observed the rotational sensor spring. It could not be conclusively determined if the contamination of the commutator cap and debris on the rotational sensor spring resulted in the rotational sensor malfunction and 0x41 alarm. The exact cause of the rotational sensor malfunction and subsequent 0x41 alarm could not be conclusively determined. Corrosion was observed on the mechanism rail. The soft cannula was found to be inadequate as a leakage was observed from the back of the nailhead. The inadequate soft cannula caused the corrosion of the mechanism rail. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the pod displayed a hazard alarm reference code that indicates a shutdown alarm. The pod was worn between 49 and 71 hours. No impact to the patient's glucose level was reported. As treatment, a new pod was applied. The device investigation observed a corrosion on the pod's mechanism rail as a result of leakage from the inadequate soft cannula during testing.